Manufacturer narrative:
(B)(4). The device was returned to the factory for investigation. A visual inspection was conducted. Signs of clinical use were observed. The c-ring was fully extended from the cannula to analyze the break. The scope wash tube was broken half way between the c-ring cradle and the proximal end of the cannula. The dislocated portion of the scope wash tube was not returned for investigation. The device was observed under microscopy. The distal portion of the scope wash tube was slightly bent away from the retention rib with a diagonal break observed at both ends. The ends of the tube were rough, no melting of the tube was observed, which would suggest the tube was cut by a sharp object or cautery tool. Based on the observations the most probable cause is hard object force applied to the scope wash pushing it away from the retention rib causing it to break. The device history record (DHR) has been reviewed with special focus on the results of the final inspection. The records show the device lot conformed to all applicable procedures and specifications. Based on the returned condition of the device and the results of the investigation, the reported complaint was confirmed for 'c-ring break." (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was noticed that the vasoview 7 xb clear plastic c-ring connection bracket was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
October 22, 2015 03:33 pm (gmt-4:00) added by (B)(6): a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was noticed that the vasoview 7 xb clear plastic c-ring connection bracket was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.